Event description:
A message was delivered stating, battery overload during last shock. The device was explanted due to failure to deliver shocks & over-sensing.

Manufacturer narrative:
(B) (4). Conclusion: available follow up data revealed: a warning message "overload during last shock on (B) (6) 2009", 23.7j was charged but 0.0j delivered; short periods of noise (more likely due to myopotential as reported) and over-sensing events were confirmed since (B) (6) 2008 through the analysis of patient files in the ventricular channel, they lead to inappropriate shocks on (B) (6) 2009 but an overload condition occurred during the last shock delivery. The reported warning message for an overload during last shock is a protection designed to prevent permanent ICD damage when a short circuit is detected between the ICD can and the defibrillation lead within the first microseconds of the shock pulse. This behavior corresponds to the device specifications.